Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted at the intensive care unit due to diabetes ketoacidosis and high blood glucose of 700 mg/dl. It was stated that the customer was experiencing unexplained high glucose for several hours. Reviewed the programming and it was correct. The doctor stated that the customer was unable to troubleshoot at the time. The doctor stated that the customer had several no delivery alarms, but he continued using the insulin pump. The doctor stated that the infusion set was not changed to resolve the issue. Advised the doctor that the customer should not wear the insulin pump until the troubleshooting is completed. No further info was provided.